Manufacturer narrative:
The insulin pump could not prime during the prime test due to a protruded drive support disk. No alarm for the protruded drive support disk was noted. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received an alarm on the insulin pump during prime. During troubleshoot; customer stated the drive support cap is protruded. Customer stated the device has been dropped over the years. Blood glucose is 146 mg/dl. Nothing further reported.